Event description:
It was reported that a non pacer dependent patient was in the hospital for non-cardiac reasons. The pulse generator could not be interrogated. The device was explanted and replaced due to normal end of life.